Event description:
It was reported to philips that the battery pca pins were bent. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the battery pca pins were bent. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 7 was broken. The connector j10 lock latch was also broken, which would have caused the device to power down in the event the connector broke free.